Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon priming the top slide of the biopsy instrument to remove the specimen from the sample notch, the device allegedly self-activated. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy into normal breast tissue, upon priming the top slide of the biopsy instrument to remove the specimen from the sample notch, the device allegedly self-activated. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for the reported self-activation. The identified bent bumper likely contributed to the incomplete cannula tang engagement as well as the self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).